Event description:
Caller reported poor correlation with 3 patient samples. The results are as follows: inratio 5.8, lab 2.8; inratio 3.2, lab 2.8; inratio >7.5, lab 3.2. Tech support discussed fingerstick technique and found that customer was repeating test with same finger and was milking finger. The correct technique was discussed with customer. No patient history was provided. No known interfering medications.

Manufacturer narrative:
Investigation pending.